Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29july2019. The manufacturer's field service engineer (fse) performed remote troubleshooting the ui pcb; but advised customer to replace the power management or overlay. The customer repaired the unit by replacing the overlay. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that an alarm led failure (error 1105) occurred. There was no patient involvement.